Event description:
It was reported that while using the ilet system the patient experienced unexpected hyperglycemia following breakfast after the pump had been paused for about an hour and then unpaused, and also experienced recurrent nocturnal hypoglycemia; this was classified as a use-of-device problem without identification of a specific device component. Symptoms included hyperglycemia with a peak near 389¿398 mg/dl and episodes of hypoglycemia overnight. Outcomes included the need for oral glucose administration. Investigation included interviews with the user and analysis of user-provided data. Investigation of this case revealed no device problem and indicated the issue was related to pump pausing and delayed meal announcement rather than a device malfunction. The patient was educated on announcing meals at the time of eating or shortly before, minimizing pump pauses, and avoiding late evening meals to allow algorithm adaptation. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.